Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, undersensing and high capture threshold were noted on the right ventricular (rv) lead. The physician believes that the cause of the event was due to the chronic condition of the patient. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.